Event description:
During use of the rollator suddenly the left front fork bended. Due that the user fell to the floor.

Manufacturer narrative:
The jazz is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.